Event description:
It was reported to nova biomedical that a consumer received a result of 133 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 174 mg/dl. Believing these results to be low based on how she felt and her symptoms, the consumer reported she administered 10 units of insulin (lantis). The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.